Manufacturer narrative:
Djo global (B)(4) stated that during a primary surgery, a size 6 left 3dknee tibial insert, 391-11-706, box was opened but there was a size 8 right 3dknee tibial insert within the packaging. The event caused a 20 minute delay in surgery. No adverse event or hazardous situation was reported. Another suitable device was not available but the surgery was completed as intended. Upon review of the device history record (DHR), work order # (B)(4), size 6 left 3dknee tibial insert, 391-11-706, 292g1910 the lot contained 12 units and was processed through the clean room on (B)(6) 2015 through (B)(6) 2015. The work order was stamped hot however there were no anomalies documented or noted on the work order, there was no scrap or label reprints documented and the product lot was sterilized using hydrogen peroxide gas plasma, sterility lot #e151112f. The lot was released to finished goods on 18-nov-2015. Upon review of the device history record (DHR), work order # (B)(4), size 8 right 3dknee tibial insert, 392-11-708, 339g1045 the lot contained 12 units and was processed through the clean room on (B)(6) 2015 through (B)(6) 2015. The work order was stamped hot however there were no anomalies documented or noted on the work order, there was no scrap or label reprints documented and the product lot was sterilized using hydrogen peroxide gas plasma, sterility lot #e151112i. The lot was released to finished goods on 18-nov-2015. The gas plasma sterility cycle is 36 minutes long, with each cycle for the calendar day indicated by the last letter of the cycle number. Lot e151112f (391-11-706, 292g1910) would have been processed approximately 2 hours before lot e151112i (392-11-708, 339g1045). This is the first complaint received against this lot number. It is possible that these products were mixed during processing in the clean room. Hhe-(B)(4) will assess any possible health hazard and required containment actions. CAPA (B)(4) will further investigate root cause, and corrective action.

Event description:
Primary surgery - there was a size 8 insert inside a size 6 box.